Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the moderately tortuous proximal to mid left anterior descending artery (lad). The lesion was predilated with a 3.0 x 15 mm non bsc balloon. While prepping the 3.00 x 24 mm taxus liberte stent, it was noted that no kinks were found on the device. While advancing the device into the non bsc guide catheter, the physician felt that the shaft had kinked; however, the device was able to cross the lesion. The physician attempted to implant the stent; however, the stent would not expand and was unable to be deployed. The physician noticed contrast leaking from the guide catheter and decided to remove the device from the pt. When the device was outside of the pt, it was found that the shaft was broken into two pieces. The whole device had been removed from the pt successfully and the procedure was completed with another of the same device and the lesion was postdilated with a 3.5 x 15 mm non bsc balloon. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(4)